Manufacturer narrative:
The electrode information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium (na), potassium (k), and chloride (cl) results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 148.10 mmol/l, the initial k result was 4.95 mmol/l, and the initial cl result was 109.10 mmol/l. The sample was repeated on another cobas analyzer and the na result was 137.5 mmol/l, and the k result was 4.50 mmol/l, and the cl result was 99 mmol/l.

Manufacturer narrative:
The field service engineer (fse) cleaned the vacuum sipper nozzle. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.